Manufacturer narrative:
Product complaint # (B)(4). One opened complaint sample was returned for analysis for code nw3718 lot v8004. The foil pack was inspected under a magnification for any damage and showed a multitude of wrinkles at bottom side of foil. No defects are observed on the opened part of the sealing area. Suture and needle material was visually inspected under magnification for attribute defects and it has been observed that suture was pulled with force during use. Suture needle attachment area was inspected and found satisfactory. Needle was visually inspected and found satisfactory.. Considering above investigation adequate to address the reported complaint, this complaint is recommended for closure approval.

Manufacturer narrative:
Product complaint # (B)(4). Batch manufacturing records of nw3718/v8003 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value and needle pull-off value found to meet the specification requirement. Device evaluation summary: complaint sample not received for investigation. Retain sample verification: to verify the complaint, results of retained samples were reviewed and no discrepancy was observed for straight pull tensile strength testing results. Results for straight pull test were complying with the pre-defined acceptance criteria. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for straight pull value and needle pull-off value at release and found to meet the specification. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. Straight pull test was performed over five retain samples to check the behavior of the suture material. The average straight pull value of the retain sample results meets the usp average straight pull requirement. All the individual as well as average straight pull values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Event description:
It was reported that the patient underwent a phaco-trap procedure on (B)(6) 2019 and suture was used. While attempting to suture after the phaco-trap procedure, the suture snapped at 3 rd bite. The procedure was delayed for 15 minutes. Another device was used to complete the procedure. There were no adverse patient consequences reported.